Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted. If the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly and could not be charged. There was no reported impact to customer's blood glucose level. Reportedly the customer continued to use the pump for insulin therapy.